Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of one bd vacutainer® sst¿ blood collection tubes, black spots embedded in the cap were observed. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: b.3. Date of event: 2024-01-16. D.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 05-mar-2024. H.6. Investigation summary: bd received 3 photos and 1 sample from the customer for investigation. The customer photos revealed embedded foreign matter (fm) on the hemogard shield. The customer sample was also visually inspected and showed embedded fm. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for embedded fm. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that before use of one bd vacutainer® sst¿ blood collection tubes, black spots embedded in the cap were observed. There was no report of patient impact.